Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reprogrammed one week after implant after the patient presented to a clinic after experiencing fatigue, shortness of breath and intermittent dizziness. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
The patient's device was reprogrammed to rate responsive mode, lower rate limit increased to 60 bpm and the dynamic atrioventricular (av) delay was adjusted to avoid pseudofusion in the right ventricle (rv). The patient was advised to follow up with their cardiologist for management of blood pressure (bp) and congestive/chronic heart failure (chf). This event will be updated if additional information is received. Additional information was later received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.